Manufacturer narrative:
The inari device was discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the vessel injury was likely the result of user error (use in an undersized vein). Vessel dissection and vessel perforation are listed in the device labeling as complications / adverse events. Manufacturer reference #: (B)(4).

Event description:
A 53-year-old female with a history of stage 4 breast cancer and ongoing gastrointestinal (gi) illness presented to the emergency department with exertional dyspnea. The patient was admitted to the hospital and during her stay the patient developed right upper extremity swelling unresolved by the lymphedema pump. A duplex ultrasound was performed which revealed deep vein thrombosis (dvt) in the upper right extremity. A thrombectomy was scheduled with the inari clottriever system. During the thrombectomy, the patient's right brachial vein was utilized as the access site. The procedure was successful, and the complete thrombus was removed. The post-procedure venogram and intravascular ultrasound revealed restored patency. However, upon removal of the clottriever sheath 13 fr, a small segment of the patient's brachial vein avulsed outside the arm. The physician tied down the vein and surgically sutured it to control bleeding. Minimal blood loss was noted and no other complications occurred. Additional information has been requested from the physician.